Event description:
It was reported that the tourniquet cuff failed and would not hold pressure. There was a surgical delay of 75 minutes and at least 400cc of blood loss. The patient initially refused a blood transfusion for 2 days and developed severe anemia. The patient subsequently accepted a blood transfusion, but her recovery was slower than expected.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The received complaint device did not appear to have any visual defects. Functional testing was performed by connecting the device to a flow tester. The device was found to be hermetic with no leaks observed. A review of the device history record could not be performed as the packaging was not returned and the lot number was not reported. Potential root causes of the reported event include under pressurizing the tourniquet cuff, using an inappropriate size tourniquet cuff, or a kink in the tubing of the tourniquet cuff. The reported event will continue to be monitored through post market surveillance.